Event description:
Caller reported an undosed blood glucose result of lo, which on the active system indicates a result less than 10 mg/dl. The customer had not yet applied blood to the strip. Customer removed, reinserted, dosed same strip and received blood glucose result of 201 mg/dl within 10 minutes on the active system. No adverse event reported. A request was made for the return of the system, replacement was sent.

Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced serious bodily injury, experienced significant mental and physical pain and suffering, have required multiple surgeries, and have sustained permanent injury and other damages. No other information is available.

Event description:
Caller reported an undosed blood glucose result of lo, which on the active system indicates a result less than 10 mg/dl. The customer had not yet applied blood to the strip. Customer removed, reinserted, dosed same strip and received blood glucose result of 201 mg/dl within 10 minutes on the active system. No adverse event reported. A request was made for the return of the system, replacement was sent.